Event description:
Patient had right leg between bed and bed rail (3 side rails up). Rn removed leg and placed leg on bed. Patient had two skin tears on right lower leg in the front. Wound care nurse notified.